Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode in which a ventricular tachycardia (vt) was accelerated into ventricular fibrillation (vf) after anti-tachycardia pacing (atp) and a shock was provided. The episode was terminated after the second shock. The patient had reported feeling a shocking sensation over the past month. The patient was hospitalized, and the right ventricular (rv) lead was surgically abandoned due to suspected fracture and loss of capture due to position. The rv lead was replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode in which a ventricular tachycardia (vt) was accelerated into ventricular fibrillation (vf) after anti-tachycardia pacing (atp) and a shock was provided. The episode was terminated after the second shock. The patient had reported feeling a shocking sensation over the past month. The patient was hospitalized, and the right ventricular (rv) lead was surgically abandoned due to suspected fracture and loss of capture due to position. The rv lead was replaced. The ICD remains in service. No additional adverse patient effects were reported.